Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that a lightning storm caused the merlin.net transmitter to exhibit power anomaly. The device was disconnected and reconnected but same issue resulted. The device was returned and exchanged.